Event description:
Report of patient that aspirated while the lma-proseal was in place. A pt was undergoing open reduction for fibula fracture. A proseal was inserted without difficulty with propofol induction and desflurane anesthesia. The pt was fully fasted, and had no history of gastroesophageal reflux. The patient's body mass index (bmi) was 30 (weight not known). Approximately 15 minutes into surgery, bilious fluid was noted in the proseal drain tube. A fiber optic bronchoscope was used, and gastric fluid was suctioned from below the vocal cords. Oxygenation saturation remained in the 90-94% range for the duration of the event. Post-operative chest x-ray revealed a left middle lobe infiltrate. The pt was treated with steroids, nasal oxygen and admitted to the hosp for overnight observation. Pt was discharged the following day and the event has completely resolved. The adverse event of regurgitation and aspiration was possibly related to the obesity of the pt. No additional info is expected.